Event description:
Information was received indicating that a smiths medical tracheostomy tube had an air bag inflating duct that was broken and could not be inflated. There were no reported adverse events.